Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z failed. The tightening knob did not work. New device was used to complete the case. No harm to patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4)..